Event description:
Rptr has a booth at the county fair. The booth immediately to their right, is selling electronic ultrasonic humidifiers and has kept 27 of them running continuously since the opening of the fair. Two of the devices are positioned to emit steam directly onto rptr while they are working at least 8 hours per day. Rptr has experienced symptoms due to this exposure including high blood pressure, dizziness, right hand tremors, headache as though brain is inflamed, dry skin, heart palpitations and the on-site paramedics attended to rptr after they fainted. Rptr had all the symptoms and a pulse of 90 and bp 175/95. They refused to go to the hospital because they could not leave their booth. A nurse at a hosp respiratory unit informed rptr that the excessive display was bad for asthma and that rptr had experienced a cardiac arrhythmia. Rptr doesn't believe these devices are FDA approved. Rptr improved while they were off.